Event description:
Surgeon reported error #181 on lumenis laser when attempting to use a powerful setting with a long, rectangular shaped/pattern laser beam setting (also for the past two months - as stated by the surgeon). When changing the pattern shape to the circular pattern with the same power settings, the laser was working. We continued at this setting for the remainder of the surgery.